Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the emergency room with the device in back-up vvi mode. A download successfully restored the device.